Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient reported, they were in the hospital, due to severe stomach pain. Patient said, they needed a representative to meet with them to adjust their settings, because they were still having pain "all through". When agent asked, for event date, patient just said, since shortly after they were implanted. They had this issue. Uncertain if in 2023 or 2024. Agent reviewed role of representative and redirected patient to their healthcare provider to further address the issue. The patient did not have a way to take down nas number, so they will ask a nurse or doctor to call patient services to further assist and acquire the number. Agent sent email to reps for visibility.